Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen and an unknown concentration of morphine at 5.27 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient's pump had burned out three times in one week. The patient stated they went to the hospital for same day surgery to have their pump replaced that friday. The patient went home that friday evening. That sunday morning at 1:00 am they could smell something like "burning rubber," had a fever, could not lift their head or eat anything and was "deathly sick". The patient stated they could not stand the symptoms so she was admitted to the hospital. The patient stated the pump had "burned out/malfunctioned," so the doctor put another pump in and it happened again. The pump was adjusted to make sure it would work, but that pump went out, too. The patient stated the pump was not accepting the patient. The patient stated the catheter and "wiring" had been in place since the first pump so then everything was replaced and then everything was fine after that, per the patient. It was reported this occurred the past summer, in (B)(6) 2018. Per device registration, the patient's pump (pump model number 8637-20 serial number (B)(4)) was replaced on august 17, 2018 (with pump model number 8637-20 serial number (B)(4)), and the previous pump replacement occurred on (B)(6) 2012 (when pump model number 863720 serial number (B)(4) was replaced with pump model number 8637-20 serial number (B)(4)). The patient stated they were receiving a drug cocktail at this time: baclofen, morphine, and a nerve medication. The patient said their doctor told them it would work better with just morphine at 5.27 mg/day. The patient stated the dosing was up higher but the doctor was bring the patient's dose down slow since the drug laws changed with painopiates. No further complications were reported or anticipated.